Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that after inserting a dexcom g7 sensor, the ilet displayed alert 14 (sensor failed). The user manually entered a bg of 312 mg/dl and continued insulin delivery in bg run mode. No symptoms or medical intervention were reported.